Manufacturer narrative:
Hologic technical support expert (tse) reviewed logs and did not see any hw or assay performance issues. All sars-cov-2 runs had valid controls, and overall results did not suggest a general problem with amplification. Tse informed customer of possible causes of discrepant samples (e.g. Sample handling and storage between runs, low-target samples). No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported running sar-cov-2 tma samples using assay lot 274448 on panther instrument sn (B)(4). There were two discrepant samples which tested positive on the first run and negative on a second run.